Event description:
It was reported that, "the surgeon was backing the lag screw out and the screwdriver broke."

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.